Event description:
It was reported that the pulse generator exhibited backup vvi operation prior to implant. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Please correct this report 2017865-2014-09391, this event should not have been reported as a medical device report (MDR).